Manufacturer narrative:
To date, the cot involved in the reported incident has not been identified or evaluated. Communication has been ongoing with the complainant and multiple requests have been made to obtain the serial number of the device involved. The complainant has stated they have multiple cots they use within the hospital and they are not sure which cot was actually carrying the incubator at the time of incident. The customer has been advised if they can determine which cot was involved and provide the serial number an evaluation of the cot can be arranged. No reports of later alleged injury to the patient have been received. Based on the information provided by the complainant, it appears the manual release lever was pulled and the cot lowered as it is intended to do when that function is activated. The user manual advises that only trained operators should be operating the cot and it also provides instruction on the safe use of the manual release function. At this time, with the information provided, it is determined there was no malfunction of the device.

Event description:
It was reported while transporting a pediatric patient back to their room on the incubator transporter, a physician reportedly pulled the red safety release handle allowing the transporter to allegedly drop to its lowest position. The attending respiratory therapist assumed the weight of the unit and is alleging back strain. The therapist sought medical intervention for the alleged strain and has been required to attend physical therapy sessions prior to being released back to work. There was a patient inside the incubator; however, no reports of injury to the patient, as a result of the incident, has been received. To date, the complainant has been unable to provide the serial number of the unit involved. An investigation has been opened to evaluate the reported incident.

Event description:
It was reported while transporting a pediatric patient back to their room on the incubator transporter, a physician reportedly pulled the red safety release handle allowing the transporter to allegedly drop to its lowest position. The attending respiratory therapist assumed the weight of the unit and is alleging back strain. The therapist sought medical intervention for the alleged strain and has been required to attend physical therapy sessions prior to being released back to work. There was a patient inside the incubator; however, no reports of injury to the patient, as a result of the incident, has been received. To date, the complainant has been unable to provide the serial number of the unit involved. An investigation has been opened to evaluate the reported incident.

Manufacturer narrative:
To date, the cot involved in the reported incident has not been identified or evaluated. Communication has been ongoing with the complainant and multiple requests have been made to obtain the serial number of the device involved. The complainant has stated they have multiple cots they use within the hospital and they are not sure which cot was actually carrying the incubator at the time of incident. The customer has been advised if they can determine which cot was involved and provide the serial number an evaluation of the cot can be arranged. No reports of later alleged injury to the patient have been received. Based on the information provided by the complainant, it appears the manual release lever was pulled and the cot lowered as it is intended to do when that function is activated. The user manual advises that only trained operators should be operating the cot and it also provides instruction on the safe use of the manual release function. At this time, with the information provided, it is determined there was no malfunction of the device. Update - after numerous attempts, the complainant provided the serial number of the device and a (B)(4) field technician evaluated the device at the complainant's site. No issues were found with the cot and it passed inspection. No reports have been received alleging further injury to the patient or nurse. Taking into consideration the evaluation results the root cause of the incident is still attributed to probable user error by allowing an untrained person to operate the cot.

Event description:
It was reported while transporting a pediatric patient back to their room on the incubator transporter, a physician reportedly pulled the red safety release handle allowing the transporter to allegedly drop to its lowest position. The attending respiratory therapist assumed the weight of the unit and is alleging back strain. The therapist sought medical intervention for the alleged strain and has been required to attend physical therapy sessions prior to being released back to work. There was a patient inside the incubator; however, no reports of injury to the patient, as a result of the incident, has been received. To date, the complainant has been unable to provide the serial number of the unit involved. An investigation has been opened to evaluate the reported incident.